Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the device will not be returned. The cause of the short was not determined. Actions/interventions included the patient's therapy was changed to case + 10 - and therapy impedances were normal. The short did not resolve for those contacts but no longer in active therapy. This was confirmed with the physician.